Event description:
This was a spontaneous report from a health professional, via a regulatory authority (B)(6), and concerns a (B)(6) female from (B)(6). The pt's height, weight and medical history were unspecified. The pt was treated with trolamine (emulsion, topical) initiated on (B)(6) 2011 to (B)(6) 2011 for redness after being out in the mountains. Concomitant medications included logiflox (lomefloxacin) (tablet, oral) two tablets on (B)(6) 2011 and one tablet on (B)(6) 2011 for an unspecified indication. On (B)(6) 2011, the pt experienced burns at 1st and 2nd degrees on the arms, legs and upper side of the body. The pt went to the emergency unit on (B)(6) 2011 and was admitted to the hospital that same day (discharge date unspecified). Treatment was not specified. Action taken with trolamine was withdrawn. At the time of the reporting, the outcome for burn was unspecified. This case is linked to drug/device case (B)(4). This report was serious (hospitalization).